Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
The patient contact called during fill 1/6 with a make sure heater bag is on heater tray alarm. We adjusted the hater bag, clamp and lines but heater bag continued to appear. The contact canceled treatment and checked the cassette, contact noticed some solution inside cassette door outside of the cassette. The cycler was replaced.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient contact called during fill 1/6 with a make sure heater bag is on heater tray alarm. We adjusted the hater bag, clamp and lines but heater bag continued to appear. The contact canceled treatment and checked the cassette, contact noticed some solution inside cassette door outside of the cassette. The cycler was replaced.